Manufacturer narrative:
Analysis was unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump received with a constant flashing white light on the display due to vertical cracked lcd controller pcb1.pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the display was cracked. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.